Event description:
It was reported that the patient presented for a generator change procedure. During the procedure, the physician was unable to unscrew the set screw of the atrial port. It was discovered that tissue had grown behind the grommet and over the top of the screw and preventing the wrench from engaging. The physician removed the excess tissue and the set screw was unscrewed successfully. The pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of could not untighten the atrial setscrew to remove the lead was confirmed. Final analysis found that the calcified blood was filling the atrial setscrew inset. The calcified blood was preventing the wrench from engaging the setscrew inset to untighten the setscrew. Once the blood removed from the setscrew inset, a wrench could then be fully inserted into it and engage the setscrew inset and untighten the setscrew. The stuck lead could then be removed from the connector. The blood came through a hole punched through the septum by the torque wrench at the time of implant.